Event description:
Attempt to change arterial line. During attempt to advance catheter, user encountered resistance. While withdrawing catheter, small piece sheared off tip. Required cutdown to retrieve catheter tip.